Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Rn hung new IV bag of insulin at 0130. Set the alaris pump at 8cc/hr. Rn checked at 0147, no apparent problems and pt's bs was 142. At 0300, rn found bag empty. No wet spot on floor or bedding. Pump had not alarmed for "0" volume or air in line. Pump setting doubled checked and was correct. Pt's bs was 33 and required 1 amp of d50. Pt back to baseline very soon. Bs at 0328 =105. Bs at 0340 =72. Bs at 0400 =147.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 575 mg/dl and 225 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.